Event description:
It was reported the patient passed away but the monitor still displayed the ECG waveform. The spo2 wave was flat and there was no pulse value; however, the ECG waveform and heart rate value were displayed. It was later confirmed the patient's death was caused by ventricular tachycardia and asystole with the monitor being fully functional prior to death and provided alarms as expected. It was indicated 'monitor high alarm occurred: asystole and spo2 low perf'. The patient did not have a pacemaker implanted. Based on the information received, it does not appear as if there was any device malfunction or use error that caused or contributed to the reported death.

Manufacturer narrative:
B2 date of death and b3 event date are updated to (B)(6) 2025. E1 reporter last name is updated to (B)(6). A3 sex is updated to male. H6 patient outcome code is updated. H6 health impact code updated. Analysis was performed by onsite personnel which included testing the monitor. The results of the analysis found the monitor to work and alarm as expected. The cause of the issue is unknown. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was is unknown. The issue was resolved by providing information to the customer. The service history for this device shows the issue has not been reported again for this device. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the patient passed away but the monitor still displayed the ECG waveform. The spo2 wave was flat and there was no pulse value; however, the ECG waveform and heart rate value were displayed. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.